Event description:
It was reported that during an endometriosis procedure, the device became not to be activated with the hand switch properly. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received in good physical condition. The instrument was tested for continuity and passed all testing. The instrument was disassembled and the switch dome was found to be off center. This could have impacted the activation of the instrument. This was not confirmed during testing.